Event description:
Per the clinic, the patient developed an infection around the implant body. Subsequently, the patient was hospitalized (specific date and duration not reported) and was administered IV antibiotics (specific date and duration not reported). The infection was resolved.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to an infection at the implant site. The patient was reimplanted with a new device on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.